Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The technician troubleshot the device and found a defective compressor. The technician replaced the defective compressor with the compressor replacement kit and performed functionality tests and tested the unit to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu40 was not making ice. The incident occurred during patient treatment, the device was exchanged, there were no negative consequences for the patient or a delay in surgery. (B)(4).